Event description:
It was reported that during testing conducted at the manufacturer facility the nozzle tab did not reach the lock position. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during testing conducted at the manufacturer facility the nozzle tab did not reach the lock position. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.